Event description:
It was reported that the plastic broke on ruler. No harm to patient or staff. Smith and nephew back up available. Patient survived.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned ruler confirmed that the tip has fractured off at the threaded portion of the sleeve. The fractured section remains in the lock nut. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the failure; however we recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.